Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event not provided. Serial not provided. A complete UDI # is unknown as product identification was not provided. Manufacture date of device unknown since no identification for the device has been provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had photorefractive keratectomy procedure in 1999 and four years post treatment began experiencing eye pain when viewing computer monitors. Patient went to multiple optometrist, ophthalmologists, family doctors, neurologists, neuro-ophthalmologist and finally alternative practitioners including chiropractors, acupuncturist and others including a psychiatrist but nothing helped and there was never a diagnosis. Patient reported that her activities of daily living (work) ended because she had to go on disability. In 2008, she found a doctor that took her case. This doctor came across a research paper that applied to the situation and referred the patient to the author (ophthalmologist). The patient was diagnosed with corneal neuralgia. Patient claim the pain was so severe and the quality of life was worst. Reportedly the patient can no longer spend hours looking at a computer screen, she experiences pain during the night which goes on during the day. The patient's vision is 20/20 and she has glasses for reading, but it¿s the pain that¿s the problem.